Event description:
Customer states the right rear wheel bearing is broken and wheel will not spin. Customer states the end user has had it about 5 months. No reported injuries. Wheel just doesn¿t rotate.